Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of inability to properly flush the infusion set was confirmed and the cause was supplier-related. The product returned for evaluation was one 22ga x 1¿ safestep safety infusion set with y-site. Light usage residues were observed and the safety mechanism was engaged. An attempt to infuse water through the sample using a 12ml syringe revealed the infusion set to be patent to infusion; however, a leak was observed emanating from the needle housing, near the needle exit site. Microscopic inspection of the needle housing with and without ultraviolet light revealed voids in the adhesive coverage. It appeared that the adhesive was improperly applied during device assembly. That improper adhesive coverage appeared to cause the fluid path that resulted in leakage at the housing. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that needle was not able to flushed properly. 06/01/2022 - the returned device displayed voids in the adhesive coverage and leaked.